Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin was squirting during manual prime process. The customer¿s blood glucose level was 220 mg/dl at the time of the incident. The customer also reported that they were unable to exit the preparing to prime loop. The customer stated that they did not receive 2nd series of beeps nor did numbers appeared on the screen. The customer was advised that the insulin pump needed to be replaced the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with loose drive support cap. Device passed the self test and displacement test. Compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to verify prime/fill anomaly and perform occlusion test, prime test and excessive no delivery test due to compromised force sensor system alarm during basic occlusion test. All buttons functioning properly. No damage in the keypad assembly noted. The keypad connector lcd locked properly during visual inspection.